Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombosis could not be confirmed as heartmate ii lvas, serial number (B)(6), is not available for investigation; however, evaluation of the submitted system controller log file confirmed the report of increasing powers and high flow. A specific cause for these power elevations, as well as the report of thrombosis and up-trending ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6) could not be conclusively established. The submitted log file captured transient elevations in power and estimated flow on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, reaching values up to 13.5 w and 12.0 lpm, respectively. Some of these parameter elevations were associated with pi events. Despite these findings, the pump appeared to have functioned as intended at the fixed speed throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6)following this event; however, it was later reported that the patient continued to experience ldh higher than baseline in addition to intermittent power elevations in (B)(6)of 2020 (reference MFR # 2916596-2020-04396). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU, rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 entitled ¿introduction¿ outlines all pump parameters, including pump power and flow. Pump flow is estimated based on pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with high flow alarms, increasing power, and up-trending lactate dehydrogenase (ldh). It is believed that the patient is showing signs and symptoms of possible thrombus. Technical services (ts) reported that the log file was reviewed and did not contain attributes which would lead them to suspect the presence of thrombus within the motor chamber, however that does not mean that thrombus is not present in the circulatory loop. Ts suggested that the patient be monitored for other clinical indications that may confirm the presence of thrombus. No additional information was provided.